Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 13-feb-2018 from a healthcare professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and after few hours the patient had difficulty walking/ difficulty with ambulation, swelling/severe swelling, extreme pain, nausea; after 7 days patient had low grade fever; also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, at the dose of 6 ml once (batch/lot number: 7rsl021; expiry date: 31-may-2020) for osteoarthritis left knee in the left knee. The same day, several hours after the injection the patient had swelling, extreme pain, difficulty walking. On (B)(6) 2017, the patient had low grade fever, nausea. Patient received antibiotics and unspecified nsaids. Corrective treatment: antibiotics, tramadol hydrochloride (tramadol), nsaids, ice and elevation for all outcome: recovered for all an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Reporter causality: related for difficulty walking/ difficulty with ambulation, swelling/severe swelling, extreme pain, low grade fever, nausea seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 13-feb-2018: this case concerns a female patient who received synvisc one injection from the recalled lot for osteoarthritis left knee and later had difficulty walking, joint swelling, left knee pain, low grade fever and nausea. The concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the event to the products cannot be excluded.